Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 1825034. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown humeral head; lot#: unknown. Item#: unknown, unknown glenoid; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder surgery on and unknown date. The patient underwent a revision surgery due to infection. Subsequently, the patient was revised a second time on an unknown date due to the implants dislocating multiple times and screws fracturing. Attempts have been made to obtain additional information. No additional information has been received at this time.